Event description:
The report from the database indicated that during the elective index percutaneous coronary intervention (pci) procedure, the patient had an intimal dissection to one of the target vessels. The target lesion (lesion 1-5) was the third (3rd) obtuse marginal (om) branch. The lesion was reported to be: native vessel with a reference diameter of 2.5 mm, 20 mm in length, a 60% stenosis, little or no calcium, not ostial/bifurcation/totally occluded, and de novo. The lesion was pre-dilated. A cypher 2.5/18 mm stent was deployed in overlapping fashion with a taxus 2.5/8 mm stent. The stents were not post-dilated. The flow pre and post-procedure was timi 3. Angiographic success was achieved for the lesion. The patient was discharged the next day.